Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of patient events? Have any of these events been previously reported to ethicon? If so, what are the reference number? For each patient event please provide the following information: provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What are the name and date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What are the product code and lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? What is the patient¿s current status? Is there a sample available to be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and absorbable hemostat was used. The health care professional has noted that the use of absorbable hemostat has been associated with persistent seroma formation. The health care professional had been using it in breast reduction procedures and under flaps with large areas of exposed surface. The product dispenses easily and effectively. In the affected case a return to surgery revealed large volumes of coagulum or aggregations of the absorbable hemostat in the seroma cyst walls. Curettage of these pockets with excision of extensively involved seroma pocket capsules usually resolves the issue. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: 1. What is the total number of patient events? Unknown. Estimate 6-7 cases 2. Have any of these events been previously reported to ethicon? No. For each patient event please provide the following information: 3. Provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Unavailable 4. What are the name and date of index surgical procedure? Various. Unavailable 5. What were the diagnosis and indication for the index surgical procedure? Breast mass excision, breast reductions. 6. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown 7. Was there any intraoperative concurrent use of other products? Surgicel powder was used as an adjunct to hemostasis. 8. What are the product code and lot number? 3013sp. No lot numbers identified. 9. What was the intended use of the surgicel? Product was used to obtain hemostasis when tissue oozing occurred. Was it used to address active bleeding or used prophylactically? Active oozing was present. May also have been used prophylactically to an extent. 10. Where was the surgical used (on what tissue)? Raw breast tissue surface. 11. How much surgicel was used during the procedure? One (1) 3 gram unit. 12. Was the surgicel product left in place? Yes. Product was left in place. Was the excess irrigated and removed? No. Excess product was not irrigated or removed. 13. What were current symptoms following the index surgical procedure? Inflammation, infection, tissue swelling and associated pain. Onset date? Various 14. Were cultures performed? Unknown if yes, results? Unknown 15. Has any surgical or medical intervention been performed? Curettage of seroma pockets with excision of more extensively involved seroma pocket capsules usually resolved the issue. Patient dependent. 16. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon feels that surgicel powder doesn¿t absorb properly resulting in site for infection or seroma pocket capsules to form. 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? No 18. What is the patient¿s current status? Fully recovered. 19. Is there a sample available to be returned for evaluation? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.